Event description:
Staff rn was using a monojet blood collection set to draw a blood sample on a patient. The blood draw could not be completed due to blood leaking around the connection site between the needle and the tubing. It was noted to be cracked. This required the patient to be restuck for blood draw.